Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and diabetic ketoacidosis due to high blood glucose on (B)(6) 2018 with blood glucose of 493 mg/dl at the time of the incident. The customer was at 236 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident and their doctor wanted it replaced. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported damage to the pump lip ring. The insulin pump will not be returned for analysis.